Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a laparoscopic colectomy, the applier handles opened spontaneously without the release button activating, then the inner metal part popped out of the applier's shaft. No health injury occurred during use, and no parts and clips fell in the patient.

Manufacturer narrative:
(B)(4). After the investigation of the instrument, we came to the following result: the pins on the insert show severe wear marks, which causes that the insert to jump out of the shaft by itself. The instrument was delivered with invoice #2177589 on (B)(6), 2017 to teleflex. When reviewing the device history record of the applicable lot, it could be confirmed that the right material and all specified and required components have been used. All defined and specified working steps are recorded on the working sheet. The investigation has not revealed any information of what caused this early wear. The investigation has not revealed any information that the design, the material, the production or other any other circumstance within our influence could make corrective or preventive actions necessary. Therefore k & w will not initiate corrective actions. The instrument could be repaired.

Event description:
It was reported that during a laparoscopic colectomy, the applier handles opened spontaneously without the release button activating, then the inner metal part popped out of the applier's shaft. No health injury occurred during use, and no parts and clips fell in the patient.